Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient was hospitalized for low blood glucose levels. The patient reportedly was administered a large amount of insulin. The reporter estimated approximately 40 units. The reporter did not know how the insulin was administered. The patient reportedly woke up in the middle of that night and was sweaty, incoherent and had a blood glucose level under 40mg/dl. The patient was given sugar, chocolate and fruit and was taken to the emergency room. The patient was reportedly released later the same day and was on the pump. The patient has reportedly experienced other low blood glucose levels that have been less sever. No dates or blood glucose values were provided. The reporter indicated that the low blood glucose levels are due to use error, they believe that the patient may have accidentally programmed something, forgot to disconnect during prime, or did not eat enough and over bloused. This report is being made based on the indication that the patient experienced low blood glucose levels and was admitted to the emergency room due to use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.